Manufacturer narrative:
Device has not been returned. In a simulation with items from the same lot, we were only able to break the implants when excessive force was applied. That simulation was performed on a bench as opposed to invivo. This is the first instance of breakage of a plif implant with nearly 3000 implanted to date.

Event description:
Procedure at l5-s1, scrub tech had loaded 9mm x 30mm plif implant on inserter and handed it to the surgeon. Since the scrub tech was new the surgeon visually inspected the implant on the inserter before placing the device. Upon the second mallet strike on the inserter (gp100 lot # 10868). The implant broke into roughly four pieces. During the break or removal of the pieces the dura was lacerated. The surgeon was able to remove broken implant and repair torn dura successfully. A competitor's implant was used to complete the procedure. The delay as a result of the incident was 2 hours 15 minutes. The patient was kept on bed rest but 2 days after the procedure did not show signs of a dural leak (no headache or dizziness). In subsequent follow up the patient is recovering satisfactorily.